Event description:
It was reported that allegedly, the head end of the bed will not lower. No adverse conditions have been reported.

Manufacturer narrative:
User attempted to install cpu board and miswired this component causing the failure.